Event description:
It was reported that automatic setup for this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in all vectors but selected primary vector. A defibrillation threshold (dft) test was performed with successful detection and conversion. The following morning, automatic setup was still unsuccessful and smart pass was off. Technical services (ts) recommended since the dft was done in primary vector and passed, to keep the device programmed to primary vector. Ts suspected since this s-ICD was recently implanted, localized inflammation may be impacting sensing. Ts recommended revaluating the device in a week to determine if sensing of the small amplitude signals was resolved. A request was made to have data from this device analyzed. Device analysis concluded that current programming appeared to be operating as intended and to continue to monitor. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.